Event description:
The reporter indicated that a vns pt was being referred for surgical consult due to the expected end service condition of the pt's device. The pt's mother indicated that she was unsure whether the pt had received much benefit from therapy and that he had been hospitalized earlier in the year for seizures and added that magnet swipes were unsuccessful in aborting these seizures. Upon reviewing the pt's available programming history, it was revealed that the pt received a high lead impedance warning during device diagnostics three years ago. Good faith attempts for additional info are in progress.

Manufacturer narrative:
Device failure is suspected.